Event description:
Healthcare professional reported a lap-band system with leaks in the port and tubing, first noticed when the device "was missing fluid." The lap-band port was removed and replaced. Physician's operative report noted: "two small defects in the firm plastic were identified on the face of the port. "Two small openings were seen several centimeters away from the port and showed evidence of leaking" additional information: about a year ago, patient had their band repositioned due to a reported "slippage,[hiatal hernia].."aches."

Manufacturer narrative:
Taper unknown. (B)(4). The reporter of the complaint was asked to return the product for analysis, as well as to indicate the product serial number or catalog number. The device has not yet been received by allergan. Based upon the implant date provided by the reporter the connector type is either a taper ii or rapidport ez strain relief. Visual examination may determine the connector type associated with this report. Band slippage, hernia, and pain are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. No additional information has been reported to allergan regarding the serial number or catalog number.